Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was a loss of therapy. No trauma or falls were reported related to the issue. The patient noted that she had recent medical tests or electromagnetic interference (emi) environmental exposure in the form of a knee surgery a couple months ago, for which she did not turn stimulation off. It was noted the patient could not troubleshoot at the time of the report due to lack of access to product. Symptoms reported included a loss of therapy, "hurts," and difficulty walking located in the hips and legs. It was noted these issues occurred last week. The patient noted that she did see her healthcare provider (hcp) last night. The hcp used the patient programmer (pp) to adjust, but that did not help. The hcp was not able to get a manufacturer's representative (rep) to come to the appointment, as there was not enough notice. An hcp later called to request for a rep to be on site to reprogram the patient. The hcp did not know when the patient's pain started, but said the spinal cord stimulation (scs) was not working for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.